Event description:
Report received of a cassette alarm. The tubing set was primed to infuse an unspecified dose and volume of a solution of either insulin or dopamine. The nurse could not recall which medication was infusing through the tubing set, since both medications were started "within a short time frame". It was reported that when the nurse attempted to start the infusion, the pump alarmed for "cassette". When the nurse attempted to use the tubing with another pump, the pump alarmed for "occlusion". The nurse then set up a second tubing set which infused the intended medication with no further problems. It was reported that there was an estimated 5 minute delay in therapy during the change of tubing. There was no reported change in the pt's condition or adverse effect related to the delay in therapy. Though requested, there was no further info available.